Event description:
Attempts to advance a coronary stent with delivery system to the target lesion site in the pt;s circumflex artery were unsuccessful due to vessel tortousity. During continued attempts to advance the sds. The protective sheath was retracted and the stent became dislodged from the balloon catheter embolizing within the coronary vasculature. The stent was successfully retrieved utilizing an add'l balloon catheter and a microsnare. There were no clinical sequelae reported relative to this event.